Event description:
The customer reported that a pt's leads came off and remained off for 20 minutes and a delayed response to the pt occurred. The patient expired. The customer requested assistance with understanding strips and logs at the time of the event.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.